Manufacturer narrative:
(B)(4).

Event description:
Vf detection due to noise. Appears that they are not true vf events and that the noise is external. Device and lead remain implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been analyzed. The analysis confirmed the clinical observation. However, there was no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Based on the information available for analysis, the integrity of the lead cannot be assured.